Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified solution. It was reported that while the patient was transferring from an armchair to the bed, the tubing "pulled out of the injection site connector." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The catalog number provided is the domestic list number that is comparable to the international list number.